Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated failed battery test alarms on their insulin pump. The customer stated the insulin pump would reset itself after. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting was not completed because the customer was not home to clean the battery cap. Customer declined to return the product for analysis.